Event description:
Ous MDR - after an implantation period of approximately 77 months it was reported that a loss of capture was noted when changing the device. A lead fracture was suspected. It was explanted and returned for analysis. No decline in the patient's health was reported.

Manufacturer narrative:
The returned lead consists of two fragments that were thoroughly studied. The lead had been cut through 11.5 cm distal of the is-1 connector pin. External abrasion of the insulation can be seen, probably due to friction at a neighboring partner lead. The coating of the conductor has been damaged in the process. The lead fragments also show considerable damage that is probably the result of the explantation procedure. The insulation is torn off below the shock electrode. The inner conductor helix and rope conductors are very stretched in this area, the shock coil is deformed. As a result of high tensile forces, these conductors to the ring and shock electrode protruded from the lead body repeatedly in loop form in the areas in-between. In the proximal fragment, about 8 cm away from the is-1 connector pin, the conductor of the shock lead is fractured. In addition, cuts can be seen that were caused in the course of the explantation. However, there were no indications of material defects or manufacturing errors.